Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels, hospitalization, unexpected restart error alarm and external ram crc error alarm. Customer's blood glucose level was 63 mg/dl. Customer experienced pancreatitis and was unable to eat food. Customer experienced back pain and stomach pain as well. Customer treated their low blood glucose with fluids. Troubleshooting for the insulin pump was performed. Customer advised the device would not rewind at times or it would rewind slowly. Customer advised when they completed a set change they had to reset the time and date. Customer advised the unexpected restart alarm did not occur during normal use. Customer performed and passed both the self-test and displacement test.